Event description:
While in use, during a robotic colon surgery procedure, the bipolar fenestrated forceps instrument began to malfunction. It was noted that there were broken wires at the tip of the instrument.